Manufacturer narrative:
Investigation summary: during manufacturing of material 221284, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 0297714 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is. Tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and two other complaints have been taken on batch 0297714 for foreign material. Retention samples from batch 0297714 were not available for inspection. Seven photos were received for investigation. One photo shows the side of a carton from batch 0297714 with the carton label featured for batch verification (carton 0463). One photo shows the agar surface of two opened plates with white particles in the media. The other five photos each show a view of a plate from batch 0297714 (time stamp 0114) with white particles in the media. Ninety plates from batch 0297714 were returned as nine sleeves (two opened, seven unopened) in an opened 100pack carton shipped in a box with bubble wrap and ice packs (carton 0463). Plates were inspected and 90/90 plates had bile salt precipitates in the media (time stamp 0114 and 0115). Bile salts (sodium desoxycholate) are a component of the medium. Throughout shelf-life bile salts may crystalize and present as white particles on the agar surface or within the media. The presence of crystallized bile salts should not affect the performance of the product. The complaint has been confirmed. Bd will continue to trend complaints for precipitates. Based on the low defect rate for this batch, no actions are planned at this time.

Event description:
It was reported that prior to use the plates were discovered to be contaminated with bd bbl¿ xld agar. The following information was provided by the initial reporter: it was reported that contamination.